Event description:
It was reported that the coupling is rusty and not holding. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the coupling device is rusty and the handle had iron oxide particles close to the safety pin. It can be supposed that the abrasion due to assembling and disassembling from the different parts of the handle lead to a deposition of iron particles. The cleaning and sterilization of the instrument may have caused the discolored area close to the safety pin and the oxidation of the iron particles. The investigation conducted at the material science and testing lab lead to the conclusion that abrasion was caused due to assembling and disassembling from the different parts over time. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion - the complaint is considered indeterminate from a manufacturing perspective. The present light rusty colored film close to the safety pin results from a transfer from the iron oxide particles, and can be considered superficial discoloration and the device failure is related to the cleaning and maintenance of the device.